Manufacturer narrative:
Findings: unable to prime during prime/a33 alarm test due to moisture damage noted in fsr. Pump passed basic occlusion and displacement test. Unable to perform occlusion test and excessive no delivery alarm test due to prime anomaly. No motor error alarms. However corroded home switch was noted on motor. Cracked reservoir tub lip and scratched display window noted. A.m. (B)(6) 2014 gm (B)(6) 2014. (B)(4).

Event description:
It is reported by the patient that they were hospitalized for a high glucose level. The level at the time of the hospitalizations was 500mg/dl. Their insulin pump also gave a motor error and excessive no delivery alarms. Trouble shooting was conducted and we explained the possible reasons for a low blood glucose level to the patient. The device has been returned. No further information available.